Event description:
It was originally reported that the pt experienced sparks flying out of his fingertips when the stimulation was on. The therapy was ok otherwise and the impedance measurements were normal. The healthcare professional confirmed that the leads moved so a revision was required. There was no allegation of lead malfunction. The symptom of sparks flying out of his fingertips was not device related. The pt was hallucinating. The device was turned off and the pt was fine.

Manufacturer narrative:
(B)(4).